Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had stimulation but was unable to locate the ipg with the charger. Replacement chargers were unable to charge the ipg. It was reported, the issue may be due to the ipg being too deep, or due to swelling post implant. Follow up identified the physician performed surgical intervention to address the issue. It was reported the physician replaced the ipg electively. The pt was able to charge postoperative.